Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) to breath delivery cable, to resolve the issue. The ventilator then passed all testing.

Event description:
It was reported that during patient use, a ventilator was turning off and on. There was no report that the patient was transferred to another device. There was no patient harm as a result of this event.